Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating that prior to system explant reprogramming was attempted to resolve the issue.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported the patient was did not have effective therapy. Surgical intervention was undertaken wherein the system was explanted without complication.